Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: they had issues with every needle from the box, and in total 6 to 7 patients were involved in the timeframe of 2 months - procedure dates unknown, in some of the cases the needle just bent / and it shouldn¿t have due to the position of suturing and in some broke but the part that broke was on the needle holder and the other part was on the suture itself, breast surgery, exact location: inframammary crest ( flap est. 3-4cm max length), march/april. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were these events previously reported to ethicon? If yes, please provide complaint file number for each patient involved (7 patients). If no, bq to create additional files for each specified procedure/event/patient with following specific information: please kindly specify the quantity of devices that presented needle breakage issue in each procedure, event date, procedure date, procedure name, product used in procedure, quantity of each product used, any patient consequences and how were they managed? Trade name: (B)(4), active ingredient(s): triclosan, dosage form: suture/solid/parenteral, strength: 2360 g/m.

Event description:
It was reported that a patient underwent a breast augmentation procedure in 2021 and suture was used. During the procedure, the needle broke. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 6/1/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number qmmesu, and no non-conformances related to the reported complaint condition were identified. Additional h6 component code: g07002 ¿ conforming device. Additional h3 investigation summary: the product was returned for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that one unopened sample of product code mcp4394 was received for evaluation. Visual inspection of one unopened sample and no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. No needle breakage was observed on body, tip, or swage area. The suture was dispensed without problems and examined along of the strand and no defects were observed. Also, the sample was tested by resistance test to needle and met the requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The device performed without any defect noted and the actual complaint sample was not received for evaluation. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m.